Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a thoracolumbar fusion revision surgery at t4-ilium due to screw loosening. Prior to the revision surgery the patient reported having back pain and minor scoliosis. No additional patient complications were reported.